Event description:
The following report was received from the affiliate: during a coronary intervention to a 90 percent stenosed, slightly calcified and tortuous lesion in the mid left anterior descending coronary artery, a cypher stent was delivered to the target lesion without a problem. Then, while the device was being inflated, the balloon ruptured at 8 to 10atms. The blood was flowing back into the inflation device. Therefore, the stent delivery system was removed and post-dilation was conducted with a 2.5x14mm mercury balloon. The stent was safely implanted.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.